Manufacturer narrative:
It was reported that the patient had or is being evaluated to undergo transcatheter valve replacement (valve-in-valve). The reason for the valve-in-valve intervention is unknown. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. Re-operative valve surgery and valve-in-valve intervention carry significant risk. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was learned via social media that a 27mm pericardial aortic valve was disabled via a valve-in-valve procedure after an approximate implant duration of 13 years, 9 months due to unknown reasons. A transcatheter valve was implanted.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5 per new information received. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via social media that a 27mm pericardial aortic valve was disabled via a valve-in-valve procedure after an approximate implant duration of 13 years, 9 months due to unknown reasons. A transcatheter valve was implanted. As reported, per physician, the surgical valve did not fail prematurely and performed as intended.